Event description:
It was reported that the device does not properly transport the thread and can't be flushed. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The precise cause for needles not retracting easily during evaluation could not be determined. The mating part (needle) was not returned. Used an ar-13995n/lot# 111458823 needle during evaluation. Device did not meet the function criteria during investigation/evaluation process. Based on the provided information, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.